Manufacturer narrative:
Related MFR number: 2916596-2020-04590. Manufacturer's investigation conclusion: although the reported low speed events were confirmed based on the submitted system controller log files, the cause could not be conclusively determined without a device evaluation. The log files showed multiple low speed hazard events while the system was operating on a power module. The events showed corresponding elevations in pump power and pi. Based on previous experience, the captured events appear consistent with a potential driveline wire issue. It was reported that the center planned to exchange the pump due to the suspected driveline issues. Additional information reported under MFR 2916596-2020-04590 stated that the patient received a pump exchange on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that there were no x-rays taken. A log file analysis found low speed events while connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. A pump exchange was scheduled for september due to the suspected driveline damage. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted due to a red heart alarm and chest pain. A log file was sent in for analysis. The analysis found that the pump was failing to maintain the set speed that caused low speed hazard/advisory alarms. The plan of care was to confirm the reproducibility of the event. The patient was sent home. No further information was provided.